Manufacturer narrative:
All available information was investigated and due to the returned condition of the device (clip deployed and not returned), the reported issue could not replicated in the testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaint reported from this lot. All available information was investigated, and a conclusive cause for the reported difficult or delayed activation could not be determined in this complaint. There is no indication of product issue with respect to manufacture, design or labeling. Patient weight (B)(6) kg

Event description:
This is being filed to report the difficulties deploying the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4+. The clip delivery system (cds) was advanced to mitral valve and during deployment, the clip did not release or separate from the cds. Troubleshooting was performed, the arm positioner was turned without issue. The actuator knob was retracted approximately 0.5 centimeter and slowly re-positioned the stabilizer and the sgc. After 20 minutes of troubleshooting, the clip deployed successfully. One clip implanted, reducing mr to 1+. The clip remained stable. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.